Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was foreign material in the adhesive of the light guide lens on the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (medical device problem code is being corrected to 4048 - failure to clean adequately) . Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is unknown whether there was a deviation from instructions for use (IFU) in reprocessing steps. No physical damage was found at the location. The root cause of the material remained in the device could not be determined. The instruction manual states the detection method associated with the event in " tjf-q190v operation manual chapter 3 preparation and inspection" and the prevention method in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.